Event description:
Patient was to undergo a lvgram using a medrad v power injector. The syringe was loaded correctly into the medrad v turret and it was rotated into the correct position. The plunger was advanced to get all air out and then the contrast was loaded. Tubing was then connected to the syringe and again the plunger was advanced until all air was expelled from the syringe and the tubing. A wet to wet connection was made to the tubing connected to the cardiac catheter. The line was aspirated to ensure there was no air in the line. Just prior to the procedure starting the rn noticed air in the line. All connections were tight, there was no leaking from any connection. The wet to wet connection was immediately disconnected and the procedure stopped. It was suspected the patient sustained a rca air embolism, however immediate treatment and completion of the catheterization indicated there was no embolism. Cine's were reviewed during and after the procedure to ensure no harm to the patient. Upon examination of the equipment involved, it appears there was a leak from the syringe. Blood can be seen seeping around the plunger. This could have been the source of the air leak.